Event description:
It was reported to philips that the customer received a tube error message and was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the reported issue occurred during the cardiac procedure and they had to move the patient to another system. It was reported that the customer received a tube error message and was unable to perform x-rays. Upon further inspection, philips field service engineer (fse) visited onsite and worked with the national support specialist (nss) and found that the coolant line going to the tube was pinched. Fse successfully fixed the hose and tested the unit to verify its functionality. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.